Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the tubing for the pump of the system malfunctioned. It was reported that approximately 700 ml of saline leaked on the floor.